Event description:
It is reported that the device was implanted in 2008. On post-op x-rays, the morse taper connection had failed and the plug had dropped out of the bottom of the tibia which is the reason the locking screw would not engage.

Manufacturer narrative:
Evaluation summary: it is reported that the taper plug disengaged from the tibia plate and the locking screw would not engage the taper plug. No product was returned for evaluation because the device is still implanted. Also, x-rays are not available for review. It is possible that the taper plug was not properly impacted/seated to the tibia plate during implantation and subsequently it loosened and became detached from the tibia plate. However, the cause of the problem could not be definitely determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.